Manufacturer narrative:
(B)(4). Two (2) clips of catalog number 544240 hemolok l clips(B)(4) were received; they look used, lot # 01m1300345 was not confirmed since the package was received without the cartridge. Two loose clips inside the package were reviewed under a microscope: the hooks of the clips are damaged, bent and crooked, in addition, clips show damage by the applicator. The failure mode, not closing was confirmed however, it is unknown why the clip hooks are damaged. Functional inspection could not be performed due to the damaged sample. A corrective action for the defect observed cannot be established due to the sample condition.the manufacturer will continue to monitor and trend related events.

Event description:
Alleged event; during a renal resection, the surgeon found that the clip cannot be ligated closely. The clip did not fall off the vessel. The doctor used another brand product to clip the vessel. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device history review for the product hemolok l xclips 6/ cart 84/box, lot #01m1300345 investigation did not show issues related to complaint. The device sample has not been returned to the manufacturer for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.